Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device had operating currents within specification. The device was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The device had cracked case at battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump display was blank. The insulin pump had been dropped, but was not exposed to moisture. After insertion of a new battery, the display reappeared. The self-test was performed and passed. The drive support cap was not damaged. The customer's blood glucose was not known. Nothing further was reported.